Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in high capture threshold. As a result, this lead was repositioned. No additional adverse patient effects were reported.